Manufacturer narrative:
The product has been received for evaluation analysis. The product history review (phr) and the device evaluation are pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal marker of the 35 cm. 6 fr. Si brite tip str was cracked. There was no reported patient injury. The procedure was completed successfully with a new introducer sheath. The target lesion was unknown. The vessel level of tortuousness, calcification, and rate of stenosis was unknown. The product will not be returned for analysis. Additional information received: there was no other product issue noted either at the account or after the procedure. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no reported difficulty encountered during advancement of the device. Additional investigational questions were answered as unknown.

Manufacturer narrative:
Complaint conclusion: as reported, the distal marker of the 35 cm. 6 fr. Si brite tip str was cracked. There was no reported patient injury. The procedure was completed successfully with a new introducer sheath. The target lesion was unknown. The vessel level of tortuousness, calcification, and rate of stenosis was unknown. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. There was no reported difficulty encountered during advancement of the device. There was no other product issue noted either at the account or after the procedure. Additional investigational questions were answered as unknown.   A non-sterile unit si brite tip 6f 35 cm str was received inside of a plastic bag. A cannula sheath introducer (csi) was received for analysis and the brite tip was received cracked on two pieces. The csi was inspected under the vision system and the brite tip was received cracked on two pieces and frayed/split was observed on the edge of the separated area. Sem analysis was required to determine the cause of brite tip cracked and results showed evidence of elongations and plastic deformation on the edges of the ripped areas observed on the brite tip of the analyzed sheath introducer. These conditions are directly related to pulling/stretching forces that results in rupture/separation as observed. No other anomalies were found during the analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.    The complaint reported by the customer as ¿brite tip/distal tip/ cracked¿ was confirmed due to the condition in which the product was received. The cause of the event reported by the customer could not be conclusively determined. However, procedural/handling factors may have contributed to the event reported as the presence of elongations and plastic deformations were noted during analysis. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Neither the DHR review nor the product analysis suggests that the reported event could be related to the csi manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The engineering report for the device returned is not yet available. However, it will be provided within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  Additional information is pending and will be submitted within 30 days upon receipt.